Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported patient effects of tissue injury and subsequent recurrent mr appear to be related to the slda. The reported dyspnea was a cascading effect of the recurrent mr. Tissue injury, mr, and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstance as the patient returned to the hospital due to the reported issues and a second mitraclip procedure was performed. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, thin, and diseased leaflets. A mitraclip ntw was inserted and deployed on the mitral valve, reduced to mr grade of 1-2. On (B)(6) 2025, the patient returned with shortness of breath. An echocardiogram was performed and revealed that the clip had detached from the anterior leaflet and remained on the posterior leaflet (single leaflet device attachment/slda), and a torn anterior leaflet, causing mr to increase to a grade of 4. On (B)(6) 2025, a second mitraclip procedure was performed. Two clips were implanted.